Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan display of "hi" (readings greater than 500 mg/dl) for upto 1 hour and readings above 400 mg/dl at 3:45 p.m. For 4 hours. Customer was found apathetic and the emergency doctor was called who obtained a capillary reading of 81 mg/dl at 7:30 p.m. On the hcp meter and was diagnosed with hypoglycemia. Customer was treated with sugar water by his wife and later taken to the hospital where an unspecified reading was obtained at 8:00 p.m., but no further treatment was provided at the hospital. It was further reported that the customer was treated with apidra (insulin) injection but it is unknown at what time it was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan display of "hi" (readings greater than 500 mg/dl) for upto 1 hour and readings above 400 mg/dl at 3:45 p.m. For 4 hours. Customer was found apathetic and the emergency doctor was called who obtained a capillary reading of 81 mg/dl at 7:30 p.m. On the hcp meter and was diagnosed with hypoglycemia. Customer was treated with sugar water by his wife and later taken to the hospital where an unspecified reading was obtained at 8:00 p.m., but no further treatment was provided at the hospital. It was further reported that the customer was treated with apidra (insulin) injection but it is unknown at what time it was administered. There was no report of death or permanent impairment associated with this event.